Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Initial reporter zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that approximately 5 years following an intraocular lens (iol) implant procedure, glistening of the iol was observed. Initially the patient had good vision but in the last 6 months the patient cannot tolerate light, has poor night vision and the patient's visual acuity has decreased. The iol remains implanted.